Event description:
It was reported that during a laparoscopic hysterectomy, the min button on device would not work. The case was completed using the foot pedal with the same device. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.